Event description:
Following stereotactic breast biopsy procedure with the mammotone device, md inserted gel mark device into mammtome device. Md noted some resistance when removing applicator and saw that tip had sheared off and was found in the mammatome device. No patient adverse effect.